Event description:
It was reported on (B)(6) 2012, that the patient was referred for prophylactic generator replacement as she has experienced a "slight" increase in seizures below pre-vns baseline levels. The physician believes the vns battery life may be contributing to the patient's clinical symptoms. The patient had a "big" seizure the weekend of (B)(6) 2012. Although the patient had a big seizure, the patient has had such seizures in the past, but it is unclear if this big seizure is unusual for the patient. All diagnostic tests were within normal limits. Attempts for additional information have been unsuccessful to date. The physician's referral letter and clinic notes was received by the manufacturer which revealed that the physician suspects that the battery life may be nearing end of life. In the notes dated (B)(6) 2012, the patient was having "rather frequent seizures, somewhere around four or five in the last (B)(6) months." The patient had generator replacement surgery on (B)(6) 2012. However, attempts for product return have been unsuccessful to date. A request was made by the implanting facility indicating that the device was replaced due to eri=yes.

Event description:
The implant card was received which reported the reason for generator replacement on (B)(6) 2012, was due to battery depletion with neos=yes. However, the company representative had already indicated the replacement was prophylactic. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the "big seizure" and "slight increase in seizures" (below pre-vns baseline). The physician thought the battery life may have contributed to the seizures. Product analysis for the generator was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was received by the manufacturer for product analysis. However, product analysis has not been completed to date. The return product form indicated the reason for replacement was due to end of battery life with eri=yes.